Manufacturer narrative:
(B)(6). (B)(4). Although it is unknown if any medtronic contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a kyphoplasty surgery at l4-l5. Intra-operatively, the cement was inadvertently injected into the patient's pulmonary artery and lungs and not the intended area of the spine. It was reported that the "cement is in all the lobes of the patient's lungs, both pulmonary arteries and in the heart". Patient reportedly has pulmonary emboli due to the cement in pulmonary system and began experiencing pain." The type of cement used was not specified in the report.